Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient who received venaseal has reported that it was very painful. She also reported that she just completed vein stripping of 15 veins out of both of her legs. It is unknown if the vein stripping was after or prior to the venaseal procedure.